Event description:
Manufacturer's ref#: (B)(4).

Manufacturer narrative:
The investigation consists of an evaluation of the logs from the ventilator and information that was received from the attending physician at the time of the incident. The evaluation of logs from the ventilator show that there were two short ventilation periods. The first lasted 9 minutes and was preceded by a successful pre-use check. It contain alarms that indicate leakage towards the end of the ventilation period whereby the ventilator was set to the standby mode and followed soon after by a patient circuit test which was also successful. Ventilation was resumed but lasted only one minute and the ventilator was set to the standby mode. There are no technical error codes to indicate a ventilator malfunction. No parts were replaced. According to the physician on duty, the patient was intubated without any problems. After connecting the ventilator to the patient, the ventilator appeared to have very small tidal volumes and did not appear to ventilate or oxygenate properly. The ventilator was disconnected from the patient and the patient was manually ventilated. A new patient circuit test was done and it was successful and ventilation was resumed. After setting the adequate pressure, the ventilator alarmed for low expiration minute volume minute. The co2 detector also looked fine. The location of the intubation tube was further checked and the tube was pushed a little deeper as it was slightly high in the x-ray image. The ventilator was however replaced with another one due to doubts about the operation of the ventilator. The patient¿s sedation also was not quite adequate. After deepening the sedation, these problems did not exist. According to the physician there was no indication of a ventilator malfunction. The problem was most probable due related to the patient, the sedation and location of the intubation tube. The conclusion in the matter is that there was no ventilator malfunction at the time. According to the hospital the cause was most probably related to the patient, insufficient sedation and the not deep enough location of the intubation tube. The alarms indicating leakage most probably correspond to the mentioned leak by the hospital with the resulting small expiratory volumes. H3 other text: evaluation of logs.

Event description:
It was reported that the patient desaturated during ventilation therapy. The patient was bagged. The ventilator was retested and was found functioning normally and it was connected back to the patient but the saturation decreased. The ventilator was replaced. The final patient outcome is unknown. Manufacturer's ref. #: (B)(4).